Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (coming out of needle) on lot # 9308363. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, foreign matter) was captured and addressed appropriately. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9308363. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringes 0.3ml 31ga 6mm wholeunit 10bag experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 324909, batch no. 9308363. Verbatim: consumer reported that there is liquid coming out of the needle of several of her syringes. She stated that her doctor told her that she should not use the syringes. Consumer does not re-use. Date of event: unknown.

Manufacturer narrative:
The following information has been updated: d.10. Device available for eval.?: yes. D.10. Returned to manufacturer on: 2020-07-13. H.3. Device returned to manufacturer?: yes. H.3. Device eval. By manufacturer?: yes. H.6 investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (coming out of needle) on lot # 9308363. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, foreign matter) was captured and addressed appropriately. Investigation summary: customer returned (22) loose 3/10cc, 6mm syringes. Customer states that there is liquid coming out of needle. All returned syringes were tested and 15 out of 22 samples exhibited a clear drop of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9308363. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H.6. Method codes: 10, 3331. H.6. Result codes: 114. H.6. Conclusion codes: 4315. H3 other text : see h10.

Event description:
It was reported that an unspecified number of syringes 0.3ml 31ga 6mm wholeunit 10bag experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 324909, batch no. 9308363 . Verbatim: consumer reported that there is liquid coming out of the needle of several of her syringes. She stated that her doctor told her that she should not use the syringes. Consumer does not re-use. Date of event: unknown.